Event description:
New information received notes programming changes were made. The patient was being monitored. There were no patient consequences.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no patient consequences.